Event description:
It was reported that a scheduled transmission review for this cardiac resynchronization therapy pacemaker (crt-p) showed an atrial tachy response (atr) episode with noise appearing to be electromagnetic interference (emi) on the right atrial (ra) lead. The presenting electrogram (egm) shows appropriate function, all lead measurements are stable, and no additional episodes of noise recorded. At this time, the device and ra lead remain in-service. No adverse patient effects were reported.